Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator - ICD was found in backup vvi due to a communication error with the merlin transmitter. During backup vvi, the patient was experiencing shock therapy, but it is unknown if the shocks were appropriate. The ICD was reprogrammed and the patient was in stable condition afterwards.